Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was planded to technical services on (B)(6) 2016 stating that the lead showed atrial impedance out of range and the measurement trend was 400s until most recent measurement is less than 200. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).